Event description:
The welding on the modified captured block for tibial cut (right side) came loose with vibration of saw during cut.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding weld failure involving a specialty tibial resect guide was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis was performed and found that the weld holding the capture plate to the resection guide fractured from an overload condition in a ductile manner. However, the weld did not meet the blueprint requirements that the weld did not go around the entire feature as required by the blueprint. Additionally, the weld callout specifies a fillet weld which the weld of the device was not meet. -medical records received and evaluation: not performed as there were no patient related issues associated with the event. -complaint history review: the complaint databases show there have been no other events for the lot referenced. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Conclusions: the investigation concluded that the device fractured from an overload condition in a ductile manner. Material analysis of the welded areas determined that the weld did not meet the specifications called out on the print. The device was not manufactured to specification.

Event description:
The welding on the modified captured block for tibila cut (right side) came loose with vibration of saw during cut.